Event description:
During incoming inspection, the distributor rejected this device 138104, accessory electrode,flat blade with extended insulation, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿insufficient heatseal & (sterile) pouch or blister pack¿ was confirmed. Received 4 of item 138104 in unopened original packaging. Performed a visual inspection of the devices and there were no obvious signs of a breach in any. Performed a functional inspection and the devices were dye leak tested which indicated that the heat seals for three were sufficient as there was no leakage out of the packaging. The heat seal for one was insufficient as there was leakage out of the packaging. Root cause cannot be determined, however, based upon the evaluation photographs, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three (4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 177 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.